Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose was 300 to 400 mg/dl at the time of incident. Troubleshooting found that the pump is cracked at the battery compartment by the lcd screen. Troubleshooting found that the alarm was resolved by a complete set change. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No excessive no delivery alarm noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked case and cracked battery tube threads.